Event description:
Caller reported experiencing cgm error 42 with their current pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through a pump reset, but the error persisted, leading to a decision to replace the pump. Customer will continue using the current pump until the replacement with updated software arrives. Technical support provided necessary instructions for both the return of the malfunctioning pump and setup of the new pump, ensuring the customer understood all procedures.